Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and monarc were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, erosion, infection, bleeding, and other problems. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lsh, bso, extensive lysis of adhesions, enterolysis/oversewing of bowel, and interceed placement due to symptomatic pop, potential sui, large symptomatic fibroid uterus, and desire to preserve cervix and ovaries.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.